Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with unspecified mentor gel breast implants and experienced bilateral breast pain, fatigue, brain fog, concentration and memory problems, aging at an accelerated pace, eyes deteriorating, and depression. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.